Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review in bin file and a transmitter failed error was found within the investigation window was found. The allegation was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of a transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.